Manufacturer narrative:
UDI: (B)(4). Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, an off-label open chest savr with a tmvr was performed.  Access route was direct visualization (no esheath). The native mitral valve leaflets were removed surgically and the annulus was sized with a 25mm balloon. A 26mm sapien 3 ultra valve was implanted in the native mitral position.  No fluro was used as the chest was open. After coming off bypass, the tee revealed that the s3u valve was implanted lower than intended, partially obstructing the lvot and resulting in an aortic mean gradient of 66mmhg.  The patient was placed back on bypass, the  first sapien 3 ultra valve was removed and replaced it with a second 26mm sapien ultra valve.  The second valve was placed higher in the mitral annulus. The tee examination revealed ¿great result¿, no visible lvot obstruction, and trace leak. The aortic valve mean gradient was 14mmhg. The patient was stable and the implanting team surgically closed the chest. Subsequently, the patient expired. The cause of death is unknown.